Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No x-rays or MRI provided to confirm the alleged event. Multiple attempts have been made to try and retrieve further event information. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and/or motor function..." No product malfunction reported.

Event description:
On (B)(6) 2018, patient underwent spinal fusion procedure at t9-s2 levels and spinal decompression at t5/6 using multiple products. Post-operative patient was experiencing no leg movement. A diagnostic imaging, CT and MRI, were performed and revealed a signal change at levels t6/7. A revision procedure to extend the construct is planned.

Event description:
New information received indicates patients underwent a revision procedure on (B)(6) 2018.